Event description:
During a pta treatment procedure to dilate an ostial lesion in the left renal artery, the balloon was noted to be leaking and then removal difficulties were experienced. During dilation a waist formed on the balloon due to the characteristics of the lesion. It was also noticed at that time that the balloon appeared to have a puncture in it and blood could be aspirated. The physician noted difficulty deflating the distal part of the balloon. The physician attempted to withdraw the balloon catheter through a 7 fr cook bulkin introducer sheath. The main part of the balloon catheter could be withdrawn through the sheath, but there was resistance on withdrawing the distal portion of the catheter, the physician pushed the entire catheter distal and rotated it, and again met with resistance when trying to remove it through the sheath. The physician then attempted to remove the entire balloon catheter system as an unit over the guide wire. At this time the distal part of the balloon became stuck within the vessel at the site of the puncture in the right groin and the distal part of the balloon separated from the catheter. Surgical removal of the balloon material was required. Patient status is unknown following the procedure.

Event description:
It was further reported that no additional problems occurred for the pt following the procedure.